Manufacturer narrative:
The reported events of noise and fracture were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Destructive analysis found the inner insulation was damaged proximal to the suture tie region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures, however an internal short was noted between conductors consistent with procedural damage to the inner insulation. No other anomalies were found.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead exhibited noise. Conductor fracture was also suspected. The lead was explanted and replaced. The patient was stable.